Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was attached to the anterior needle. The proglide was removed and hemostasis was achieved using a second proglide device. It was reported that the physician performed every step correctly and held the device at the right angle keeping the device stable while the needles were deployed. There were no reported pt adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device was rec'd investigation is not complete.